Event description:
It was reported that there was high impedance greater than 3000 ohms. A loose pin or lead fracture was suspected, but the connection was normal and the lead tested fine on the analyzer. The device was explanted and replaced. After removal, atrial port grommet damage was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but grommet damage was noted.